Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that on (B)(6) 2020, he had problem speaking, which is a symptom of hypoglycemia for him. The customer went to the hospital where a comparison testing was performed, which gave blood glucose readings of 70 mg/dl on the contour next meter, 73 mg/dl on the contour next usb meter and 37 mg/dl on the hospital meter. All readings were obtained within 10 minutes. The customer received dextrose solution in the hospital to raise his blood sugar levels. The customer was hospitalized for 4 days. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter, contour next usb meter and contour next test strips from lot # 9fpec42c for evaluation. In-house test strips from lot # 9fpec42c were also used to perform testing. The returned meters were tested with the returned test strips and in-house test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next test strips and no manufacturing anomalies were found.